Manufacturer narrative:
The field service representative could not determine a cause. He ran precision and analyzer performance testing which was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling for the assay states "the measured amh value of a patient¿s sample can vary depending on the testing procedure used. The laboratory finding must, therefore, always contain a statement on the amh assay method used."

Event description:
The initial reporter received questionable low amh elecsys results for one patient from the cobas e411 rack analyzer which did not match the clinical history of the patient. In the fall of 2018, the patient's amh result was at 3.1 ng/ml. On (B)(6) 2019 (day prior to start of menstruation), the original result was 0.030 ng/ml with a data flag and was reported outside of the laboratory. The repeat result was 0.897 ng/ml. On (B)(6) 2019 (start of menstruation), a new sample was collected from the patient and the result was 0.870 ng/ml. The laboratory had the customer go to her primary care physician for bloodwork at another laboratory. The result for that sample was 5.36 ng/ml. The customer did not know the method used. On (B)(6) 2019, a new sample was drawn from the patient and the result was 2.09 ng/ml. This sample was sent to another laboratory for retesting and the result was around 3.00 ng/ml. There was no allegation of an adverse event. The cobas e411 rack analyzer serial number was (B)(4).